Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 386 mg/dl at time of report. Reportedly, customer wore the pump against the skin and a temperature change may have occurred to the pump prior to the occlusion alarm declaring. Additionally, the infusion set cannula was bent. However, this could not be verified as the cause of the occlusion alarm as the customer may have bent the cannula during troubleshooting with tandem technical support. Customer changed the pump supplies to address the issue.